Manufacturer narrative:
E1: (B)(6). Country: united states. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive issue as the infusion set fell off after being used for forty five hours. And the patient also experienced hyperglycemia which was treated by the pump correction.